Event description:
It was reported that the needle was difficult to attach to the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip. The following information was provided by the initial reporter: "it is reported needle would not fit in to syringe. It is reported syringe had difficulty pulling insulin through." "Caller reported that syringe would not fill properly with insulin from insulin vial. Caller suspects the issue was with the syringe and not the needle."

Manufacturer narrative:
Correction: after further review, information was found to have been entered incorrectly into the parent complaint. As a result, this complaint will be cancelled, and four new records were created, all of which have been reviewed and deemed as non-reportable events.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the needle was difficult to attach to the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip. The following information was provided by the initial reporter, "it is reported needle would not fit in to syringe. It is reported syringe had difficulty pulling insulin through." "Caller reported that syringe would not fill properly with insulin from insulin vial. Caller suspects the issue was with the syringe and not the needle."